Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawers 2.1 and 2.2 were failed. The field service engineer (fse) cut and resecured the retractor band zip ties to provide proper slack in the cables, which were originally too tight from manufacturing. The unit was tested multiple times after adjustment with no further issues observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer required maintenance. The customer reported that drawers were suspected to fail spontaneously when anesthesiologists were running cases. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.